Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 116 mg/dl, compared with the sensor glucose reading of 60 mg/dl. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a bicarbonate buffer test per dop114-830. The sensor failed per specifications due to high readings.